Event description:
It was reported that entrapment occurred. The target lesion was located in the mildly tortuous and moderately calcified bilateral superficial femoral arteries. An opticross 18 imaging catheter was advanced to visualize the lesion but when the device was being withdrawn, it became stuck on the guidewire and would not move. The device and the guidewire were removed from the patient together. Another opticross was opened and the case was completed successfully. There were no patient complications reported.